Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. The user guide indicates that the cartridge is for single use only. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 300 mg/dl range and insulin injections were used to address the bg level. Tandem technical support had the customer perform a system check after the last occlusion alarm and the occlusion appeared to be within the tubing. However, the customer indicated that the cartridges have been reused and refilled. Reportedly, the cartridge had been used for 6 days.